Event description:
After removing a 3.5 x 08 mm xience xpedition from the packaging, before advancing over the wire, the stent implant fell off the balloon. The procedure was completed with a non-abbott stent delivery system. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.